Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-22012. It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture at maximum output and loss of sensing. A chest x-ray confirmed that the lead was dislodged. The lead was attempted to be repositioned, but the helix would not extend. The rv lead was explanted and replaced. Additionally, more slack was added to the atrial lead during the procedure on (B)(6) 2021. The patient was in stable condition.